Manufacturer narrative:
Return of product has been requested. Reporter returned brush head on (B)(6) 2018. Product investigation is in progress.

Event description:
Consumer wrote stating that the brush head and a small splint came undone from the holder and he swallowed the little metal pin. No injury was reported.